Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28, lot# va0489, implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
It was reported for the last month prior to report, the patient had been dealing with urinary infections that would not go away. The patient stated their vaginal issues started (B)(6) 2014 because of fecal incontinence. It was noted the patient wore adult diapers out and the day after doing this they noticed they had skin/vaginal infection that caused swelling and they were being treated for that. It was stated cultures were taken and at the same time or right after the patient started having trouble with "urinary." The patient stated they knew when they had a urinary infection because they had odor. It was noted, the culture came back and was e coli and was not related to the implantable neurostimulator (ins). It was stated that two weeks prior to report, for the first time in over one year, the patient was woken in the middle of the night with pain and their bladder was pushed out. It was noted that night the patient had to use a catheter and they knew they got a urinary tract infection because using a catheter had always resulted in urinary tract infection for the patient. It was stated this was the first time in one year that the patient did not get an urge and the patient was on program 3 not program 1. It was reported, the patient was on antibiotics. It was stated, the patient¿s healthcare provider originally thought the ins caused the infection and the infection was keeping the patient from urinating. It was noted there were 8-10 weeks between reprogramming and infection and the patient stated the cultures were evidence it was not related to the ins.

Event description:
Additional information from the healthcare provider stated the date of onset or diagnosis of the infection was (B)(6) 2014. It was stated the patient did not have meningitis. It was noted the patient had a urinary tract infection and a culture was obtained from their urine. Reportedly, the organism cultured was e. Coli in the urine and the patient was given oral antibiotics. It was stated the infection resolved. It was noted the patient had urinary tract infections (uti) before implantation of their device and the patient changed programs on their device which may have contributed to urinary retention which may have led to a uti.

Event description:
Additional information received reported that the patient had the ins device implanted for urinary retention. The patient noted that they had the infections from the retention. Should additional information be received a supplemental report will be filed.